Manufacturer narrative:
(B)(4): the homechoice was returned and evaluated by the product analysis laboratory (pal). The device passed the hc return instrument test/evaluation (rite) electrical test but failed rite functional test due to failed volume transferred comparison. The device was received in operative and in good condition. An external/internal inspection was performed and passed. Volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and the temperature was verified to be within specification. Inspected door assembly and found a cracked door piston and deteriorated piston foam. The cause for the rite failure of failed volume transferred comparison was determined to be caused by deteriorated piston foam. Door piston and foam were scrapped. The device was sent to servicing. If additional relevant information is received, a follow-up will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.